Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the customer: "the event happened on the 6th of february between the hours of 12am to 8am. The prescription was 5ml/hr for 24 hours however it was realised that the patient got 24 hours' worth of medication within 30mins."

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Information to the sample: model: infusomat space; article number: 8713050; serial number/batch: (B)(6); software version: n030005; hours of operation: 11113; further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. Date and time are confused. The infusion with a rate of 5 ml/h was analyzed. A space line was selected and the infusion started with a rate of 5 ml/h and a volume of 100ml. A upstream- and a air bubble alarm occurred. The line was purge and the infusion was continued. 3 hours later the rate was changed. At this time, 12,17ml was infused. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is slightly dirty and the ribbon cable from the operating unit is kinked. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The mechanical pressure was slightly out of tolerance, but it has no effect on the flow accuracy. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,23%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device could be found liquid residues. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.